Event description:
The customer reported a colleague device with the reported condition of fc 808:07. Upon review of the event history, a baxter technician discovered that a failure code 808:07 interrupted delivery. The device had been infusing for one hour eleven minutes and fifty four seconds (1:11:54) when the interruption occurred. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(6.13.92) .

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed but not duplicated. The assignable cause was determined to be a defective pump head module (phm). The phm was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.